Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had not powered on. The issue was identified by unplugging the cabinets one by one until it was determined that the problem was with the auxiliary cabinet 2. A field service engineer had discovered that the issue was caused by the station cable running from the remote manager to the back of the auxiliary cabinet. The fse had replaced the cable, and the unit had booted up immediately to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device unexpectedly shut down and failed to power back on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.